Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) : the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the lead was returned with a fully extended and stretched helix. The helix cannot be extended or retracted due to the distal conductor being distorted within the connector. It was also noted that the inner tubing was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the tip seal was observed to be out of position, the lead appeared damaged at implant and the lead was stretched. The device is part of the advisory for this model.

Event description:
It was reported that during the implant the lead's helix would not deploy after multiple attempts. It was also reported that the helix was retracted. The lead was removed and replaced. No patient complications were reported as a result of this event.